Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of below the knee. A 2.0mm x 120mm x 150cm coyote balloon catheter was advanced for dilation. During the second inflation at 4 atmospheres for about a minute, the balloon ruptured. The balloon was removed successfully from the patient. The procedure was completed with an alternate device. There were no patient complications as a result of this event.